Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The customer was unable to get the backlight to turn on. Customer's blood glucose level was 300 mg/dl. She took a manual bolus via injection with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.